Manufacturer narrative:
Summary of event: as reported, prior to an unknown procedure, the label of two units of the 'roadrunner the firm hydrophilic wire guide' were broken and stained. The issue was noted during device inspection within a distribution facility, therefore, there is no patient involvement. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of customer provided photographs was conducted as well. The complaint devices were not returned to cook for investigation. However, photographs of the affected devices were provided. One package has a damaged and torn label. One package has a stain on the outside of the label near the center of the pouch. A document-based investigation evaluation was performed. A review of the device history record found that one device from the complaint lot did not pass quality control inspections; however, the affected product was reworked prior to release from cook. A review of complaint history records shows two other complaints associated with the complaint device lot. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, customer provided photographs, and complaint file suggests that there is evidence the devices were manufactured to specification. Although one device from the lot did not pass quality control inspections, the affected product was re-worked, there are 100% inspections in place to capture this discrepancy, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed. Two additional complaints from the complaint lot were noted; however, the complaints have distinctly different failure modes and were reported by the same customer at the same time as this complaint. Therefore, it was concluded that there is no evidence that devices manufactured out of specification exist in house or in the field. Based on the information provided and the results of the investigation, cook concluded that the damage most likely occurred during the shipping/handling of the devices. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone = (B)(6). H3: device evaluated by mfg = device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior an unknown procedure, the label of two units of the 'roadrunner the firm hydrophilic wire guide' were broken and stained. The issue was noted during device inspection within a distribution facility, therefore, there is no patient involvement.